Event description:
It was reported that the pump¿s reservoir/cartridge leaked insulin during or after priming on multiple occasions, resulting in loss of approximately 50¿60 units per event and subsequent hyperglycemia, with no alerts or alarms reported. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage related to the reservoir component consistent with a leak/splash device problem. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included insufficient information to characterize longer-term impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.